Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121 "call tech support". No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. Customer complaint confirmed because of the occurrence of the err 121 "call tech support" error. The root cause could not be determined.